Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege: patient was implanted with a depuy asr hip on his left side on or about (B)(6) 2007. Patient was implanted with a depuy asr hip on his right side on or about (B)(6) 2008. Since his surgeries, patient has experienced pain. He has not yet scheduled an explantation of either asr hip implant. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address elevated metal ion levels. The complaint was updated on: (B)(6) 2013. Update: (B)(6) 2014 - medical records received for right hip revision surgery. Patient's right hip was revised to address a cyst, fibrinous debris, bone erosion, granular type material and metallosis. The information received does not change the MDR decision. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - pfs was received, which identified part/lot information for the left side on patient sticker sheet.. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.